Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A field representative visited the site to investigate further, it was discovered that the screw attaching the castor to the navigation system's cart was broken. The site did not submit a purchase order to have the castor replaced, as a result, the part was not returned to manufacturer and findings are not possible.

Event description:
A site representative reported that the navigation system's cart castor was broken. There was no patient present when this issue was identified.